Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10. Additional manufacturer narrative. H3, h6: investigation summary complaint summary: it was reported that on an unknown date, the blade guide sleeve and compression nut were discovered to be stuck together post-operatively during the inspection. There was no patient involvement. Flow: device interaction/functional. Visual inspection: the buttress compression nut (part # 357.371, lot # unknown) was received at us cq with the compression nut stuck to the blade/guide sleeve. Functional test: a functional test was performed, and the compression nut cannot be separated from the blade guide sleeve. It is stuck and cannot be moved. The complaint was able to be replicated; therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed since the relevant dimensions are not accessible. Document/specification review: the following drawing(s) was reviewed; buttress/compression nut for blade guide sleeve, tfn: 357_371 rev d. A DHR review could not be performed as the lot number is unknown. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The buttress compression nut (part # 357.371, lot # unknown) was received with the compression nut stuck to the blade/guide sleeve. A functional test was performed, and the compression nut cannot be separated from the blade guide sleeve. It is stuck and cannot be moved. The complaint was able to be replicated; therefore, the complaint is confirmed. Dimensional analysis was not performed since the relevant dimensions are not accessible. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-operative inspection on (B)(6) 2019, the blade guide sleeve and compression nut were discovered to be stuck together. There was no patient involvement. This report is for a buttress/compression nut. This is report 2 of 2 for (B)(4).